Manufacturer narrative:
H3, h6: it was reported that the patient underwent a left hip revision surgery due to elevated cobalt and chromium levels in blood. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head and no other similar complaints have been identified for the femoral component, and the sleeve. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Although elevated cobalt and chromium were reported, all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. With the information provided, the clinical root cause of the reported elevated metal ions cannot be determined. No metallosis was noted intraoperatively. It cannot be concluded the reported elevated metal ions were associated with a mal performance of the implant or implant failure. The patient impact beyond the revision cannot be determined with the limited information provided. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the plaintiff underwent a left hip revision surgery on (B)(6) 2014 due to elevated cobalt and chromium levels in blood. During the surgery, the metallic cup, modular femoral head, and sleeve were explanted and replaced. The primary echelon stem was left in place. The primary left bhr tha surgery was performed on (B)(6) 2010.